Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was advanced within the guide. Upon utilizing the m knob, the clip moved in the wrong direction and it was believed that the clip was miskeyed. The clip was removed, the functionality was tested and the clip was reinserted. The m knob was applied and it was again identified that the clip was moving in the opposite direction. While retracting the mitraclip ntw into the steerable guide catheter (sgc), one of the clip arms became caught on the outside of the guide. The clip was advanced and it was identified that the gripper was stuck on the guide tip. The clip was advanced forward with force and the clip came off of the mandrel. The clip opened to approximately 60 degrees and the lock opened. The clip was only attached to the cds by the harness. The patient was transferred into surgical intervention and a mitral valve replacement procedure was performed. The final mr remained at grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.